Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer indicated that it was not possible to do fluoroscopy, exposure and move the table. The system was restarted several times, but restarts were unsuccessful. Philips has analyzed the log file and no problem has been identified with the availability of fluoroscopy and exposure. The log file showed an unusual pattern with enabling and disabling of the table brake, but no malfunction of the geometry was identified. The log file showed that after a system restart, the image processing pc (ippc) failed which resulted in the system not being operational. A philips service engineer replaced the ippc after which the system was returned to use in good working order.

Manufacturer narrative:
This final report has been corrected as philips was informed that the event date was not on (B)(6) 2021 to but on (B)(6) 2021. Philips has investigated this complaint. According to the information collected, the customer indicated that it was not possible to do fluoroscopy, exposure and move the table. The system was restarted several times, but restarts were unsuccessful. Philips has analyzed the log file and no problem has been identified with the availability of fluoroscopy and exposure. The log file showed an unusual pattern with enabling and disabling of the table brake, but no malfunction of the geometry was identified. The log file showed that after a system restart, the image processing pc (ippc) failed which resulted in the system not being operational. A philips service engineer replaced the ippc after which the system was returned to use in good working order.

Event description:
It has been reported to philips that during an emergency coronary procedure the system stopped working. The patient was transferred to another room where the procedure was completed. No harm has been reported to philips. Philips has started the investigation of the complaint.